Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/13/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading high and they administered insulin from their insulin pump to correct the values. The patient stated they felt low and did not take a finger stick reading to confirm their bg values and proceeded to call the paramedics. When the paramedics arrived, they took a finger stick reading and stated the bg meter was reading 38 mg/dl and did not know what the cgm was displaying at the time of event. The patient was administered glucose tablets and was not taken to the hospital. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.